Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. Visual and functional examinations revealed that the latch was found deformed as indicative of it being detached from sled, which is why the internal cannula components were not sliding properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported a patient underwent a laparoscopic right inguinal hernia repair and absorbable straps were used. The device deployed clips poorly into the mesh. It is unknown how the procedure was completed. No patient consequences were reported. No additional information was provided.